Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. It was reported that the pump was removed. It was stated that the pump was to be returned to the manufacturer for analysis, but was sent to pathology first. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the return status of the device. The pump had been sent to pathology. When the rep followed up with account to try to obtain the pump on (B)(6) 2018, the account would not release it to the rep. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) via the return paperwork for the pump indicated the pump stopped before the expected end of use date and was device-related. The patient¿s status after the device was removed was recovered without sequela and there was no patient injury. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver morphine [4 mg/ml] at 0.5001 mg/day, bupivacaine [8mg/ml] at 1.000 mg/day, and clonidine [15 mcg/ml] at 1.875 mcg/day, indicated for non-malignant pain and chronic low back pain. It was reported that an active motor stall was seen at initial interrogation on (B)(6) 2018, and the patient had not recently had an MRI (magnetic resonance imaging). The patient reported hearing the pump alarm every 30 minutes for the past two days. The patient stated that there were no recent mris, tests or procedures that may have led or contributed to the issue. Diagnostics/troubleshooting included checking the logs. The logs revealed a motor stall on (B)(6) 2018 and then a ¿stopped pump period may exceed tube set¿/tube set error on (B)(6) 2018. The estimated elective replacement indicator (eri) was at 5 months. It was stated that it is hard to tell what symptoms the patient is having as the patient is elderly, but the patient was admitted to the hospital for monitoring. It was reported that as an action/intervention taken to resolve the issue, the hcp plans to replace the pump. The issue was not resolved at the time of the report. Surgical intervention was scheduled for (B)(6) 2018. The patient's status at the time of the report was listed as ¿alive ¿ no injury.¿ the patient¿s weight was asked but unknown. The patient¿s medical history was asked but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to gear wheel three. Eval code - conclusion code ¿ is being updated for this event. If information is provided in the future, a supplemental report will be issued.